Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield failed to cover the IV needle. There was no report of adverse impact to patients or users.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary material #: 368608 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield failed to cover the IV needle. There was no report of adverse impact to patients or users.